Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported to have injected a patient in the lips (1 cc lp1-8), forehead, and tt with juvéderm® volbella¿ with lidocaine and in m with 0.4 cc of juvederm vista volift xc. About 2 months later, the patient experienced ¿ae swelling due to allergy¿. The patient also presented a lump in the forehead. Massage was implemented. There was mouth swelling and foreign body sensation. The lump was observed on the right side m3. The patient was treated with hyaluronidase and oral prednisolone. The prednisolone treatment ended 10 days later. After the first hyaluronidase treatment, the lump and foreign-body sensation still remain. The patient has a lump in m3 and a lump and swelling in the lips. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00599 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm vista volift xc, also a device manufactured by allergan.